Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service team indicated that foreign objects were in the air/water (aw) cylinder and air/water (aw) tube, and corrosion of the light guide (lg) lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign objects in the air/water (aw) cylinder and air/water (aw) tube could not be established. Moreover, the most probable cause of corrosion of the light guide (lg) lens is traced to degradation of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.